Manufacturer narrative:
Confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
Instrument was sent in for repair, reported as "not letting go of staples." When evaluated on 01/17/07, it was found to have wire in the tip and producing straight shots.